Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the collimator of the imaging system was adjusted and lubrication was added. Additionally cabling was resecured around the collimator walls. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: bi71000168, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal fusion procedure. It was reported that the imaging system was stuck in initialization as a collimator error appeared. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.